Manufacturer narrative:
A field service engineer (fse) replaced the main degasser, the tubing for all of the cuvette washing stations, both vacuum bottles, and various valves. The investigation was unable to determine a direct root cause as the fse performed many tasks and replaced various parts. The customer did not report any new events occurring after the service visit.

Manufacturer narrative:
The creatinine jaffe gen.2 reagent lot number and expiration date were not provided. A field service engineer (fse) replaced reagent pipettes and adjusted the external washing of the reagent pipettes, the gear pump pressure, and the water flow in the washing wells for the reagent pipettes. The fse checked the washing unit tubing and did not observe any issues. A precision check was performed and passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine jaffe gen.2 result from the cobas 8000 c702 module for one patient. The initial result was 110 umol/l, and the repeat result was 74 umol/l. The repeat result was deemed to be correct.